Manufacturer narrative:
The technician found a sticky solution in the siderail latch, preventing it from latching. He cleaned the siderail latch mechanism to repair the bed.

Event description:
Info received indicates the left foot siderail will not latch.